Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two unspecified smooth gel breast prostheses and experienced bilateral capsular contracture (baker grade unknown) side post-operatively. As a result, the patient underwent explantation on (B)(6) 1988. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).